Event description:
A male patient underwent aaa repair in 2008. The patient's anatomy had minor tortuosity and some angulation. The procedure consisted of placement of a zenith main body, two zenith iliac legs and was conducted without reported incident. In 2009, the patient underwent a secondary procedure. The procedure was necessary due to a follow-up which revealed the main body had migrated 15 mm causing a proximal type I endoleak. The patient received an zenith renu convertor and a zenith iliac plug which resolved both issues. The patient has recovered.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. The device remains implanted. Without films, images or other detailed information, no definitive cause can be reported at this time. Possible contributing factors could be condition of the fixation area, aorta angulation, initial device placement, and/or anatomical changes over time. Although there is no mention in the correspondence, it is believed a fem-fem bypass was performed since a zenith renu converter and zenith plug device were used to alleviate the endoleak. For that reason, when the respective risk documents are updated, this complaint will be reported to have resulted in significant harm. We will continue to monitor for similar incidents.